Manufacturer narrative:
2015-10-14 analysis has been updated to include that the pumphead had a deformed pump tube and pump tube binding.

Event description:
It was later reported that the patient's pump was replaced in (B)(6) 2014 because it was malfunctioning. It was not delivering the amount of medication it was supposed to.

Manufacturer narrative:
Analysis of the pump identified overinfusion with an unknown root cause.

Manufacturer narrative:
Concomitant products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type accessory; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
It was reported that there was a volume discrepancy. The expected volume was 11.3ml and the actual volume was 20ml. It was noted that the event happened during normal replacement procedure. It was reported that a dye study was done. It was reported that the pump was at 3 month elective replacement indicator (eri). The last refill had occurred on (B)(6) 2014. The calculated volume upon interrogation on day of report was 11.3 cc¿s. The actual amount aspirated was 20 ccs. The reason was unknown. It was noted that when logs were checked, there was nothing that indicated a problem. It was noted the physician pushed dye through the catheter when he couldn¿t aspirate the catheter. It was noted that the dye study showed the catheter was intrathecal. The physician decided to reduce the daily dose ¿50% and monitor the patient¿s response post-replacement.¿ it was noted that there was no patient symptoms or complications associated with the event. It was noted that there were no apparent withdrawal symptoms between the last refill date and the date of the replacement. The pump system was infusing dilaudid, baclofen and bupivacaine. The patient¿s status at the time of report was ¿alive-no injury.¿ additional information received reported that the patient was receiving effective therapy at the time of report. Additional information received reported that at replacement interrogation of the existing pump showed there was a volume discrepancy. The patient¿s status after the device was removed was ¿recovered without sequela.¿ it was noted the initial reason for infusion device removal was prophylactic removal of the pump to avoid in-vivo battery depletion.